Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a stained back address and serial number label.

Event description:
Customer reported a motor error alarm during the basal delivery. The blood glucose reading was 146 mg/dl. He stated that the insulin pump had not been exposed to a strong magnetic field or MRI. He stated that he was able to complete the rewind process.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.